Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. This was noted after filling with sodium chloride and tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot 14m015 was manufactured between november 11, 2014 ¿ november 13, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter, floating in the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.